Event description:
Per the clinic, the patient was administered general anesthesia on (B)(6) 2012 to facilitate removal of soft tissue at the implant site. During the same procedure, placement of a new abutment was attempted, however unsuccessful as the newer abutment was not compatible with the existing implant. The implanted device remains.

Manufacturer narrative:
(B)(4). The device is not available for analysis.